Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
It was reported that the device was displaying occlusion fault and then it just got stuck. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One device was returned for investigation. It was reported that issue was stated the device was displaying occlusion fault and then it just got stuck and it was able to be duplicated. The reported issue was determined to be caused by a delaminaed dso seal and decalibrated dso sensor (alarm aws displayed at 7 psi). Problem was resolved after replacement the dso seal and recalibrated dso sensor. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.